Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; it was noted the connector pin was bent and the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead analyzed.

Event description:
It was reported that during implant attempt, the helix would not deploy and there was positioning/fixation difficulty. The lead was not used. No patient complications have been reported as a result of this event.